Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer resumed insulin delivery and has an alternate method of insulin therapy available if needed. The customer's blood glucose level was 300 mg/dl,